Manufacturer narrative:
On 20 january 2016, it was prepared a final report with the information already submitted in the initial report. On 21 january 2016, the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on (B)(6) 2015: lot 150873: (B)(4) items manufactured and released on (B)(6) 2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar reported event. Not available.

Event description:
Two weeks post-operative the patient was undergoing rehabilitation. While using the continuous passive motion machine the patient felt a pop on the medial side of his knee. The patient did not report his experience to the surgeon. The suture broke and the patella lateralized and dislocated. When the patient notified the surgeon of the problem he did a lateral release, vastus medialis oblique and a medial capsular plication. The #2 patella was replaced with a #1 patella. The surgery was completed successfully. X-rays are not available. The explant will not be returned.